Event description:
On (B)(6) 2012, during testing an observation related to our verisuite 1.8 patient position verification software had been reported. A rt ion plan with a CT series with an asymmetric field of view and a ffs (feet first supine) patient position was sent from the xio treatment planning system to two different versions of verisuite: versuite 1.8 b600.4, verisuite 1.8 b612.2. It was observed that the crosswire position pointing to the isocenter position in version b600.4 was shifted to the viewer's left by approximately 2-3 mm compared to the isocenter position displayed in the xio system. There was no shift visible using version b612.2. After investigating the issue a problem with verisuite 1.8 could be identified: in all versions before verisuite 1.8 build 609.7 (included) CT image series with patient positions ffs (feet first supine), ffp (feet first prone), ffdr (feet first decubitus right), ffdl (feet first decubitus left), hfdr (head first decubitus right) and hfdl (head first decubitus left) in combination with an asymmetrical field of view lead to a calculation of a wrong isocenter position for these positions, the content of the drr and rt structures will be rendered shifted. In all versions after verisuite 1.8 build 609.7 CT image series with patient positions ffdr, ffdl, hfdr and hfdl in combination with an asymmetrical field of view lead to a calculation of a wrong isocenter position for these positions, the content of the drr and rt structures will be rendered shifted. Depending on the out-of-center-shift of the image plane of the CT images, the error can be between 0.0 mm for a centric image up to several centimeters for an asymmetric volume. Continued use of the respective versions of verisuite in combination with the affected patient positions and asymmetric field of views can lead to incorrect patient positioning during treatment. Harms to the patient are cold spots during treatment (insufficient irradiation of the target region). Hot spots, harm on organs at risk (death or serious injury).

Manufacturer narrative:
All potentially affected sites have been informed by an official field safety notice issued on (B)(4) 2012, requiring not to use CT series with asymmetric field of views in combination with ffp/ffs patient positions and verisuite versions before b607.9 (included) or to update to a newer version. Dl/dr positions shall not be used for all verisuite versions. The release notes of the next software release will include a note stating that dl/dr positions are not supported by verisuite. According to information received from the potentially affected sites by now, no mistreatment has occurred so far and no patients are currently being adversely affected by the software bug.